Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. Date of event is an approximation. The patient experienced a cgm accuracy issue which occurred 3 days after sensor insertion into the arm. On (B)(6)2024, the patient had a seizure while at a restaurant. The restaurant staff called emergency medical service (ems). Once ems arrived, the patient¿s cgm was reading 130 mg/dl while the bg meter was reading 30 mg/dl. Ems treated the patient with ¿sugar water¿ and he recovered after treatment. The patient was not taken to the hospital. The patient was ¿fine¿ at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.